Manufacturer narrative:
(B)(4). Retainer ring = black. P-cap / reservoir locks properly into place. Blank display due to moisture damage on j7 connector in pcb 1. After swapping pcb 1 with a test board, unit powered up properly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, cracked keypad overlay, cracked battery tube threads, and cracked case on the battery tube side.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked battery compartment. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.